Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an operation and they gave her all kind of drugs. She was confused and has been running some highs. Customer states she has been having highs on her insulin pump since she got out of the hospital and thinks the doctors or someone there may have changed her programming inadvertently and wants to check the settings. Customer's blood glucose level was not reported. The device was not returned.